Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that every time he inserts a new battery he gets failed battery test alert. Customer's blood glucose level was not reported. Customer also reported that every time he needs to return it will get him crazy menus like bolus. The device was not returned.